Manufacturer narrative:
The investigation for the high purge pressure has been completed. Pump was not returned for investigation. Data logs were investigated and found purge pressure high (hpp) followed by purge system blocked alarms were observed. The purge pressure was seen to be rising from previous 38 hours to the point of hpp. Saturated flows were also observed at the same p-level. No motor current spikes were observed. Prior to the rise in purge pressure, several purge cassette changes exceeding the 2 minute recommendation were observed. As per the clinical information, tissue plasminogen activator (tpa) was started in the purge solution which resolved the high purge pressure alarms after 31 hours. These characteristics are similar to that of biomaterial build up which was resolved when tpa was added to the purge. The root cause of the high purge pressure issue was most likely use issue due to long cassette changes leading up to the gradual rise in purge pressure. Added-h6 impact code 4644.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: using the automated impella controller with the impella catheter, ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a patient with cardiomyopathy was initially implanted with an impella cp device for mechanical circulatory support (mcs) for four days before being escalated to an impella 5.5 device for bridge to recovery, left ventricular assist device or transplant. Well into the support, approximately 30 days, the pump had high purge pressure. Tissue plasma activator was added to the purge and support continued. However, two days later the device was replaced as a result of the event. The patient was noted to be in stable condition following the event, continuing with impella mcs.